Manufacturer narrative:
Article citation: johnson, l, et al. ¿breast implant associated anaplastic large cell lymphoma: the UK experience. Recommendations on its management and implications for informed consent.¿ european journal of surgical oncology¿: the journal of the european society of surgical oncology and the british association of surgical oncology, vol. 43, no. 8, 2017, pp. 1393¿1401, www.ncbi.nlm.nih.gov/pubmed/28596034, 10.1016/j.ejso.2017.05.004. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl, seroma-late, and breast lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma, swelling and diagnosis of alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported via regulatory agency patient experienced left side "breast swelling, diagnosis known of bia_alcl on aspiration cytology. At explant surgery, patient had thickened capsule with 250ml seroma and large omelet of yellow fibrous tissue adherent to posterior wall of capsule. Competent authority has confirmed this incident to meet the who diagnostic criteria for bia-alcl (cd30+, alk-). Journal article "breast implant associated anaplastic large cell lymphoma: the UK experience. Recommendations on its management and implications for informed consent¿ discusses this case in table 1, reported as case 13. Article reports ¿2008: bba. Reported ¿2013-2015 recurrent seromas.¿ treatment reported as capsulectomy and removal. Replacement with silimed mpu.